Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent patient presented in clinic for follow up. Upon review, the pulse generator exhibited backup vvi operation. During vvi pacing, patient experienced sensation and visualization of blood vessels in the neck when the heart rate dropped. It was noted that the patient was lost to follow up for the past eight years. Due to low battery status device restoration was not recommended. The device was explanted and replaced with no complications. Patient was stable and was discharged the same day.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory and was due to low battery voltage fluctuation from the normal usage. The battery voltage near end of life when the device reverted to backup operation. Based on all available parameter and usage information, device longevity exceeded projected total and was found to be normal. The device was tested on the bench and no anomalies were noted.

Event description:
New information received stated that the patient experienced palpitations.